Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent ultrasound revealed a possible distal type I endoleak. Currently the aneurysm is 5.5 cm in diameter. Per the physician, the causes of the events are unknown. No clinical sequelae were reported and the patient will be monitored by the physician.